Manufacturer narrative:
The reported events were high capture thresholds and extra cardiac stimulation. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information received notes no imaging used to confirm. It was unknown if lead position changed or if the lead perforated the thin cardiac wall.

Event description:
It was reported that a patient presented with high capture thresholds noted on the patient's right ventricular lead. It was noted the lead was simulating extra-cardiac tissue, resulting in the capture threshold issue and discomfort. Programming changes were made and the lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.